Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure, the user pressed the remote switch of the device for the release function, but it didn't respond. The user also experienced that the switch responded by itself even though the customer didn't press the switch. The user continued to use the device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.